Event description:
Additional information received from the consumer reported that since they fell on (B)(6) 2016 they hadn't felt stimulation on the right side when they turned a certain way. It further reported in the past couple of months their feet were going numb and they were losing their hair. An appointment was scheduled for (B)(6) 2016 at 12:45 with the doctor to have therapy adjust/checked, so a request was made to have a manufacturer's representative (rep) be there. It was noted an x-ray of the leads had already been performed and nothing appeared loose/disconnected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they fell hard against shelving on (B)(6) 2016 after having three caudil epidurals for back pain which their device was supposed to help with. When the consumer fell they thought they hit the implant, and got a hematoma in their thorax area that stuck out an inch and a half, and also got red marks. The consumer went to the emergency room after their back turned black and blue where a CT was performed and they were given morphine. More scans were performed which showed t10 and t12 were compressed. It was noted that at some point in 2016 the consumer felt a shock in the battery in their hip and had a lot of pain in their lumbar area when they touched it. In (B)(6) the consumer went to see their physician who used their clinician programmer and told them they didn't see anything wrong with their device. Around that same time the consumer's legs and feet were going numb, and the left one was always numb. It was noted in the end of (B)(6) the consumer went into the hospital for three days for sepsis after several other unrelated health issues. On (B)(6) 2016 the consumer raised stimulation from 1.80 to 2.50 and felt no difference, and felt no stimulation. On (B)(6) 2016 it was noted stimulation stopped when leaning forward and right, and when they leaned up and left stimulation came back on. The patient programmer (pp) was used to check the device which confirmed it was on group a at 2.50, and stimulation was on.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to their issues was they were using stimulation and wanted to increase it, which they did. Following this it helped with the numbness in their feet, but following this they noticed when they laid on their right side it stopped stimulating. On (B)(6) 2016 x-rays were taken which showed a lot of degeneration and a compression fracture. On (B)(6) 2016 the consumer talked to their doctor about everything, and they were scheduled for another injection on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.